Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/27/2017 with the following findings: there were no pump reboot events observed in the pump¿s black box history. The pump was unable to complete a 24 hour duration test due to moisture damage. There was evidence of moisture damage behind the display lens. There was further moisture found on other internal components of the pump. The source of the leak was determined to come from the audio bolus button.